Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have become intermittently unresponsive over the past week. She noted that the buttons do not always click and spring back as expected. The family member denied physical damage to the rubber keypad; denied exposing the pump to moisture or cleaning products; and stated that the pt wears the pump clipped to her pants.